Event description:
It was reported that during an implant procedure this electrode exhibited high out of range shock impedance measurements. The device implanted deeper and the electrode was re-tunneled. The shock measurements were still high out of range. The physician opted for new electrode and the shock measurements were in range. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure this electrode exhibited high out of range shock impedance measurements. The device implanted deeper and the electrode was re-tunneled. The shock measurements were still high out of range. The physician opted for new electrode and the shock measurements were in range. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.